Event description:
The customer reported that the system would not display an image after performing fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was replaced and centered. The dose was calibrated, and the sharpness adjusted. The system was tested and found to be working as intended and put back into service.